Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after episodes of pre-syncope. Review of the implanted system revealed fluctuating pacing thresholds on this right ventricular (rv) lead. Boston scientific technical services (ts) reviewed data from the system and provided troubleshooting recommendations. The recommended testing was performed. Stable thresholds were observed in different positions and no noise was produced. A chest x-ray confirmed the lead was not dislodged. An external holter monitor was ordered and revealed rv loss of capture. The physician elected to perform a system revision and this rv lead was explanted and replaced. During the explant procedure, fibrosis was observed on the lead tip. The lead was discarded and will not be returned. No adverse patient effects were reported.